Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing red bumps had occurred while wearing the pod between 36 and 48 hours. It was aloes reported that the adhesive was falling off. Patient visited physician and was prescribed antibiotic ointment (clamicin) and over the counter zyrtec (12 milliliters, twice a day for 14 days).